Manufacturer narrative:
Model number/catalog number: sc-2208-70. Serial number: (B)(4). Batch/lot number: 147346/172261, model/catalog description: st linear lead 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients pain had worsened. The patient underwent an explant procedure. No device malfunction was suspected.